Event description:
It was reported that during a right internal carotid artery stenting procedure, the 9-7x40mm xact stent delivery system was advanced on the non-abbott wire and it became stuck. The device could not be removed from the wire, so the non-abbott device and the xact stent delivery system were removed as one unit. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.